Manufacturer narrative:
The evaluation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Related patient identifier: (B)(6).

Event description:
It was reported that the subject device¿s cutting wire broke. The issue occurred during a therapeutic sphincterotomy. The procedure was completed with a similar device and there were no reports of delays or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding, and updates to h3 and h4. Additionally, a correction to g2, user facility selection was added as it was inadvertently omitted in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reported broken cutter wire was confirmed, the distal side of the coated portion was missing approximately 5.5-9.5 mm. It was observed that the coated portion of the cutting wire was torn and the broken portion was scorched and melted. Based on the investigation findings, and previous similar investigations, it¿s likely that the reported damage occurred due to the cutting wire coating having been torn from either the slider being slightly pushed causing the cutting wire to deflect, or from contact with the metal area of the endoscope. Then, the cutting wire area with the torn coating came into contact with the distal end of the endoscope when the forceps elevator was raised causing the cutting wire to become instantly hot at the contact point. As a result, the cutting wire broke. The issue can be detected/prevented by following the instructions provided in the (B)(6) instruction manual which provides the following warnings: ¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿ do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿ if you feel the cutting is blunt, withdraw the sphincterotome from the scope to examine if there is any peel off and tear at the coating portion. Olympus will continue to monitor field performance for this device.